Manufacturer narrative:
One smiths medical medfuison pump was returned for analysis with cracked right plunger case. Event log history was performed and indicated that force sensor test error recorded in history. During analysis, force sensor test error was found at power up and unable to calibrate the force sensor. It was noted that some contamination was found inside plunger assembly and was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor test failure. No adverse effects were reported.